Event description:
A 25 week gestation infant with iugr delivered and was apneic. Intubation was accomplished using the device. A chest x-ray was completed but the fb was initially thought to be artifact. On 07/24 a chest film was completed and the fb was confirmed in the infant's chest. Because of the infant's size and unstable condition, the foreign body could not be removed. The infant expired on (B)(6) 2011 and a post-mortem study was completed at (B)(4). The foreign body was returned to the hospital and appears to be a portion of the plastic stylet cover. The hospital plans to request an independent eval of the object at this time. The postmortem study is not complete and it is not known if the object caused the death or if it was from complications of prematurity.